Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: a review of the receiving inspection (ri) for 5.5 nav driver - shaft t20 was conducted identifying that lot number mi94013 was released in a single batch on october 15, 2020 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: upon visual inspection, it was observed that the distal tip of the device was broken off. The broken piece was not received. No other issues were identified with the returned device. The dimensional inspection cannot be performed due to post-manufacturing damage. Based on the date of manufacture the drawings, reflecting the current and manufactured revision were reviewed; no design issues or discrepancies were identified. The overall complaint was confirmed for the received device as a distal tip of the device was broken. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces during its use. No new malfunctions were observed during this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2020 during a posterior spinal fusion surgery a new expedium navlock driver broke. The tip was sheared off while putting in the last screw. Fragments were cold fused into the screw and it was not possible to remove the piece that broke off from the screw. The instrument broke on the final turns of the last screw, therefore the procedure was completed as planned without delay. During manufacturer's investigation of the returned devices it was identified that received additional expedium navlock driver is also broken. This report is for one (1) 5.5 nav driver - shaft t20. This is report 3 of 3 for (B)(4).